Manufacturer narrative:
(B)(4). The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency department. The patient experienced intermittent phrenic nerve stimulation. Further testing was performed and chest x-ray suggested twiddler's syndrome. Subsequently, the patient underwent a revision procedure and this product was explanted and successfully replaced. No adverse patient effects were reported.